Event description:
Permobil m300. Serial #: (B)(4). Pt was eating dinner and the wheelchair's joystick may have gotten stuck under the table, most likely when pt was positioned or drove up to the table. Pt accidently hit the on/off switch with cheek while she was eating and this combination caused the wheelchair to turn on and accelerated, causing her to plow through several tables. The pt did not sustain injury.